Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 10-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a technical support specialist (tss) reviewed the cabinet configuration and verified that the automatic restart schedule was set. Tss contacted the facility and spoke with nursing staff, who reported that no login issues or medbank cabinet concerns had been observed. Tss advised the user to monitor the cabinet and to contact support if any login or cabinet functionality issues reoccur. The customer confirmed no issues had been observed. The system functioned as intended after technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, cabinet required restarting every morning as users were unable to log in until after a reboot. The issue was consistently reported by the user. However, there were no delay to patient care and adverse events or injuries reported based on this incident.